Event description:
A caller reported a malfunction on the pump, identified by malfunction code malf 12, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, as the malfunction code was resettable, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if any further malfunction occurred, which the caller acknowledged and understood.